Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2, b.5, b.6, b.7, d.6, d.7, h.6, h.7, h.9. The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2019.

Event description:
Healthcare professional additionally reported "periprosthetic liquid" and "hypermetabolic axillary." Pathological markers were provided as alk- and cd30+. Treatment provided in the form of device removal, capsulectomy, chemotherapy, and radiotherapy. This is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "anaplastic lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of anaplastic lymphoma."

Event description:
Healthcare professional reported via regulatory agency: "diagnosis of anaplastic lymphoma linked to extramammary illness." Pathological markers have not been provided. This is for an unknown side. Device status is unknown.